Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that was performing preventative maintenance (pm) replaced the pump motor, completed pm and performed all functional, calibration and safety checks to meet factory specifications. The unit passed all tests and was then released to the customer and returned to clinical service. (B)(6).

Event description:
It was reported that during demand preventative maintenance (pm) by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) found the average pressure was reading low and the pump "pressure" side was damaged. The stm determined that the mounting hardware appeared to have been installed improperly and the upper washer was loose. The stm also observed metal/alloy shavings inside and out of the pump motor. There was no patient involvement, and there was no adverse event reported.